Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/water channel of the subject device tested positive for corynebacterium species(9 cfu /endoscope) and stenotrophomonas maltophilia (11 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the channels of the subject device tested positive for unspecified microorganism (total of microbial colony count is 116 cfu /endoscope). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to olympus (B)(4) for deeper investigation. After the reprocessing at (B)(4), (B)(4) sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microorganisms growth for the subject device.